Event description:
The complainant reported that a patient (age & sex unk) had undergone esophageal variceal ligation using the speedband multiple ligator device. It was reported that the device had leaked air at the cap upon attempting to suction the varix into the ligator housing, in order to enable proper band placement for ligation. The device was removed from the patient, and a second speedband multiple ligator device was used without complication. The procedure was completed successfully and the patient's condition was reported as fine.

Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between this device and the cause for this event at this time. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.